Event description:
Complainant alleged that after the device internally discharges, the device displays an "error 78" and an "error 108" on the screen. The complainant indicated that there was no pt involvement in the reported malfunction. There was no additional info available regarding the reported fault.